Event description:
Vague report rec'd that chemo leaked out of "blue clamp" on chemo set. Add'l info rec'd from customer: customer reported that when the user released the slide clamp below the filter, chemo leaked from a slice in the tubing. The slice was located on the tubing at the site of the engaged slide clamp. No product return expected. There was no pt or staff harm reported and no medical intervention was reported. Customer did not provide add'l event or pt info. Taxol was infusing at the time of event.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint of set leaking from a slit in the tubing was confirmed per pictures sent by customer. The root cause of this failure was not identified. Conclusion: field left blank- no available code for undetermined or unk cause.